Event description:
Patient is believed to have expired from natural causes, she was last seen in the clinic in 2008. The cause of death was unknown; it was reported as unrelated to implanted system. The pump was used to deliver hydromorphone, clonidine and compounded baclofen.